Event description:
It was reported that after the implant procedure, it was noticed that the right atrial (ra) lead disconnected and dislodged. The wound was re-opened and the ra lead was repositioned. The ra lead remains in use. The patient is a participant in the (B)(6). No patient complications have been reported as a result of this event.

Event description:
Additional information received reported that the right atrial (ra) lead was ¿non-functioning.¿